Manufacturer narrative:
The customer observed a positive bias for neonatal patient samples at higher concentrations when compared to the legacy total bilirubin assay, while using architect total bilirubin2 reagent lot 71289ud00. It was noted that multiple consolidated chemistry calibrator (concc) lots were tested to compare the patient results, and no significant difference was observed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect total bilirubin2 assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71289ud00. Device history review did not identify any potential non-conformances, non-conformances and deviations associated with the lot number 71289ud00 and complaint issue. The total bilirubin2 assay is a newly reformulated assay which is traceable to the doumas reference method, whereas total bilirubin assay is traceable to srm 916b, which can result in shifted values. The assay is designed to meet a difference of =10% for values =2.0 mg/dl or ±0.2 mg/dl for values <2.0 mg/dl relative to recognized method or standard within the medical decision range. Accuracy studies were conducted using serum samples standardized to the doumas total bilirubin reference method. For the architect total bilirubin2 assay, the observed bias ranged from -0.1% to 3.7%. For the original architect total bilirubin assay, the bias ranged from -4% to -1%. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total bilirubin2 reagent lot 71289ud00 was identified.

Event description:
The customer reported falsely elevated architect total bilirubin2 results for multiple patient samples. The following data was provided (units of measure are umol/l): specid (B)(6): original result reported out = 161, current calibrator result = 98.55, new calibrator result = 99.68, new calibrator (recalibration result) = 99.16 , specid (B)(6): original result reported out = 96, current calibrator result = 67.44, new calibrator result = 68.31, new calibrator (recalibration result) = 67.15, specid (B)(6): original result reported out = 150, current calibrator result = 122.27, new calibrator result = 122.89, new calibrator (recalibration result) = 122.68, specid (B)(6): original result reported out = 197, current calibrator result = 139.45, new calibrator result = 139.89, new calibrator (recalibration result) = 141.32, specid (B)(6): original result reported out = 195, current calibrator result = 156.39, new calibrator result = 155.97, new calibrator (recalibration result) = 156.68, specid (B)(6): original result reported out = 39, current calibrator result = 9.12, new calibrator result = 8.64, new calibrator (recalibration result) = 8.58, specid (B)(6): original result reported out = 138, current calibrator result = 106.36, new calibrator result = 108.33, new calibrator (recalibration result) = 107.97, specid (B)(6): original result reported out = 49, current calibrator result = 130.98, new calibrator result = 113.53, new calibrator (recalibration result) = 116.82, specid (B)(6): original result reported out = 69, current calibrator result = 53.46, new calibrator result = 53.19, new calibrator (recalibration result) = 51.74, specid (B)(6): original result reported out = 217, current calibrator result = 151.96, new calibrator result = 152.31, new calibrator (recalibration result) = 151.91, specid (B)(6): original result reported out = 244, current calibrator result = 169.46, new calibrator result = 170.87, new calibrator (recalibration result) = 172.41 . No impact to patient management was reported.

Event description:
The customer reported falsely elevated architect total bilirubin2 results for multiple patient samples. The following data was provided (units of measure are umol/l): specid (B)(6): original result reported out = 161, current calibrator result = 98.55, new calibrator result = 99.68, new calibrator (recalibration result) = 99.16 specid (B)(6): original result reported out = 96, current calibrator result = 67.44, new calibrator result = 68.31, new calibrator (recalibration result) = 67.15 specid (B)(6): original result reported out = 150, current calibrator result = 122.27, new calibrator result = 122.89, new calibrator (recalibration result) = 122.68 specid (B)(6): original result reported out = 197, current calibrator result = 139.45, new calibrator result = 139.89, new calibrator (recalibration result) = 141.32 specid (B)(6): original result reported out = 195, current calibrator result = 156.39, new calibrator result = 155.97, new calibrator (recalibration result) = 156.68 specid (B)(6): original result reported out = 39, current calibrator result = 9.12, new calibrator result = 8.64, new calibrator (recalibration result) = 8.58 specid (B)(6): original result reported out = 138, current calibrator result = 106.36, new calibrator result = 108.33, new calibrator (recalibration result) = 107.97 specid (B)(6): original result reported out = 49, current calibrator result = 130.98, new calibrator result = 113.53, new calibrator (recalibration result) = 116.82 specid (B)(6): original result reported out = 69, current calibrator result = 53.46, new calibrator result = 53.19, new calibrator (recalibration result) = 51.74 specid (B)(6): original result reported out = 217, current calibrator result = 151.96, new calibrator result = 152.31, new calibrator (recalibration result) = 151.91 specid (B)(6): original result reported out = 244, current calibrator result = 169.46, new calibrator result = 170.87, new calibrator (recalibration result) = 172.41 no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.